Event description:
A nurse contacted baxter product surveillance stating that a home patient (hp) contacted her to report that her cassette had a hole in the line. The nurse stated she advised the hp to go into drain and drain the solution in order to prevent an infection. The nurse informed the hp to bring the cassette to the clinic. The nurse explained that she did not know what may have caused the hole in the line and would do a culture to ensure the hp does not develop an infection. According to the nurse, there was no patient injury or medical intervention at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample available and requested.